Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a planned system revision due to infection. The infection was noted to be localized to the patient's device pocket. A revision procedure was subsequently performed wherein the device was explanted and replaced. As the physician did not believe the infection to be very deep, both the right atrial (ra) and right ventricular (rv) leads were reused with the new device. No additional adverse patient effects were reported.